Event description:
Pt was scheduled for a split thickness skin graft on her right lower extremity. The physician using the dermatome equipment stated that the equipment created jerky motion that chewed up the skin. He made a second attempt and the dermatome did not provide a smooth graft.